Manufacturer narrative:
Failure analysis noted that the insulin pump was received while alarming compromised force sensor system. The pump was unable to prime at 4.0 pounds during the prime a33 test due to moisture damage inside the force sensor resistor. The insulin pump also contained a cracked reservoir tube lip, cracked battery tube threads and a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that while the customer was trying to bolus for lunch, the pump instructed him to rewind. During troubleshooting, the customer's blood glucose level was 105 mg/dl and stated that insulin was squirting out during the manual prime process. The customer said that he is not able to exit the preparing to prime loop. He treated with a manual injection. The customer stated that the drive support cap appeared to be normal and that the pump had not been dropped. He reported that insulin continues to drip after releasing the act button during the prime. The customer was advised that the possible cause of the compromised force sensor system occurred during seating the force sensor, which did not detect the reservoir. The customer was advised to disconnect from the insulin pump and to revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The pump was returned and analysis was completed. Nothing further reported.